Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. ---- (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
A customer from (B)(6) alleged discrepant results generated with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system. According to the customer the initial samples generated positive results for sars-cov-2. Upon a repeat testing of the same samples on another cobas® liat® system, the results were negative. The results were not reported to the patient. No harm is alleged. An investigation is currently ongoing. Per the FDA guidance, two (2) mdrs will be filed, one per sample.